Event description:
The coil was uneventfully delivered to the target lesion. The physician attempted to detach the coil several times; however, the coil was not detached. As the physician was attempting to remove the coil, the coil was detached inside the rotating hemostasis valve rhv). The detached coil was removed from the rhv and the microcatheter. The procedure was completed successfully. There was no clinical consequence to the patient.

Manufacturer narrative:
The device was not available to the manufacturer.